Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4); hybrid - failure disappeared during analysis. The no telemetry condition was confirmed. The root cause could not be determined because the condition disappeared during analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that at a device follow-up, there was telemetry but the device was not able to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Event description:
It was reported that at a device follow-up, there was telemetry but the device was not able to be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.